Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, difficulty crossing the lesion occurred and shaft fractured on a portion that may not enter the body. Vascular access was obtained via radial artery. The 90% stenosed, 12mm in length, 2.5 in diameter, and the de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery with more than 45 and less than 90 degrees bend. A 16 x 2.25mm taxus liberté stent delivery system was selected to treat the lesion but unable to cross. They noticed that the "post" shaft is fractured which is located next to the hand operation and about 10cm from the hub. The device was removed intact. The procedure was completed with a different device. No complications were reported and patient status is stable. However, returned device analysis revealed hypotube break was on a portion of the device that may enter the body.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the catheter was returned for analysis in two sections due to a hypotube break. The break point was located at 20cm from the manifold strain relief. The hypotube was kinked at various locations along its length. An examination of the tip section of the device found that the tip was damaged at the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).